Manufacturer narrative:
Hologic technical support (ts) reviewed logs and did not find any instrument or reagent preparation issues. Hologic product applications specialist (pas) reviewed logs and found no reagent preparation issues; all assays were valid with expected results. Pas observed a few positive rlus throughout the worklists but nothing consistent with contamination. Pas concluded there was likely sample mishandling that caused the increase in positivity rates. No further issues reported. Hologic and FDA met on october 29, 2021, regarding how to report all "false/discrepant/questioning results" complaints for the aptima and panther fusion sars-cov-2 assays (panther fusion sars-cov-2 (B)(4), aptima sars-cov-2 (B)(4), and aptima sars-cov-2/flu (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from march 16, 2020 to present.

Event description:
Customer reported an increase in positive samples from their sars-cov-2 tma runs on panther instrument sn: (B)(4). Wl 003629-20210224-16 using assay lot: 290518 was reviewed as part of a general log review to identify any possible contamination. The wl in question had 10 positives out of 248 samples. The information provided by the customer was insufficient to characterize any sample as a confirmed false result. There was no indication of results being reported to patients.